Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.